Event description:
Patient has two nevro senza hf10 high frequency spinal cord stimulators, one in her right abdomen which doesn't work and the other in her buttock. Reference number:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).